Event description:
It was reported that during an ablation procedure with an intellanav mifi open-irrigated catheter, cryoablation of the veins were done and the cavo-tricuspid isthmus (cti) line was completed. The case was finished. As the staff was leaving, they noticed the patient's blood pressure (bp) was low. They did fluoroscopy and noticed a pericardial effusion. The effusion was drained and the patient fully recovered. The device was disposed of and therefore will not be returned for analysis. It was further reported that there was no catheter resistance noticed during the procedure, and there was no indication of steam pops either.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure with an intellanav mifi open-irrigated catheter, cryoablation of the veins were done and the cavo-tricuspid isthmus (cti) line was completed. The case was finished. As the staff was leaving, they noticed the patient's blood pressure (bp) was low. They did fluoroscopy and noticed a pericardial effusion. The effusion was drained and the patient fully recovered. The device was disposed of and therefore will not be returned for analysis.